Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker device battery had reached end of life (eol) faster than expected. This device still had one year remaining battery longevity but it had already reached end of life (eol) after 4 months. Boston scientific technical services (ts) stated that there was increase in the ventricular output of this device but was uncertain if this was enough to affect the battery status of device. Ts then suggested the field representative to send device for analysis. This pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.